Event description:
The device involved in this MDR report was implanted in 2003. During a routine follow up performed in 2007, a high lead impedance was observed int eh ventricular channel. This was reproduced several times during the follow up. Although no anomaly was reported regarding pacing and sensing operation, evaluation of device replacement is recommended. It should be noted that this device was listed in group 2 of the advisory notification issued on symphony/rhapsody pacemakers in october 2005.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. During an internal review process, the company discovered that this MDR was prepared but inadvertently was not submitted. Therefore, the MDR is being submitted at this time. The analysis of the device is pending.